Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, it was reported that unspecified volumes of solution leaked during manual filling of the vials at the user facility. The customer contact reported the vials were being filled with either fentanyl 1500mcg/30ml or hydromorphone 60mg/30ml when solution leaked at the luer lock of the injector in the vial during filling. The vials were replaced and the filling resumed. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.